Event description:
It was reported during a lobectomy the tx60g stapler would only staple 30mm of tissue. The case was completed without the use of further staples and suture was used instead. There was no consequence to the pt.